Event description:
During a standard dental treatment the handpiece heated up and burned patient on tongue to the size of a thumb. No medical care was applied.

Manufacturer narrative:
Analysis did show that the cage of the upper bearing was broken. This causes high inner friction which causes the increase of temperature. The history of the product shows that the last repair took place >3 years ago. Due to the long period since the last repair and the conditions which have been found the root cause of the defect is a normal wear and tear process. To avoid such issues the user instruction requires a visual and functional test prior to each treatment. Reported due to the 2 year presumption rule. Issue occurred in (B)(6).